Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 - date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: the ecd h20-27 peek (part# 891.301s, lot# aa3681 qty# 1) was returned and received at us cq. The provided image under pc attachment "ecd dr sumit sinha.jpeg" was also reviewed along with the returned device. Upon visual inspection, it is observed that the gear wheel is partially stripped off at its dents. No other issues were observed with the device. Functional test: a functional test of the returned device could not be performed as the device was received by itself and the mating instrument was not returned. Hence, the reported issue of the device not being able to expand cannot be confirmed. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to it being post manufacturing damage and due to the design of the device. Document/specification review: the following drawing(s) was reviewed: implantat komplet grösse 17-22, 20-27, 24-33 ecd: sm_205936 rev. B (current and manufactured to) no design issues or discrepancies were found during this investigation. Investigation conclusion: the overall complaint is being confirmed for the ecd h20-27 peek (part# 891.301s, lot# aa3681 qty# 1) due to the damages detected at the gear wheel. While a definitive root cause could not be identified for the reported issue, it is possible that the damage to the gear wheel was caused by the holding and distraction instrument not grasping the implant appropriately during the implant pick-up process step. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part: 891.301s. Lot: aa3681. Manufacturing site: mezzovico. Release to warehouse date: 30.november 2017. Expiry date: 01.november 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,art: 891.301s lot: aa3681. Manufacturing site: mezzovico. Release to warehouse date: 30.november 2017. Expiry date: 01.november 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). He functional issue, that the implant is not expanding, could not be confirmed with the available pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record (DHR) review was conducted: part: 891.301s. Lot: aa3681. Manufacturing site: (B)(4). Release to warehouse date: 30.november 2017. Expiry date: 01.november 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, an ecd implant was opened to be implanted in the patient, but it did not expand. The surgeon was unable to expand the device inside vertebral body after 4 attempts. The device even didn't expand outside. After 4 failed attempts to implant the device, surgeon placed one (1) cervical cage cevios chronos and one (1) mesh cage to complete the procedure. There was twenty-five (25) minutes surgical delay due to the reported event. Procedure was successfully completed. This report is for one (1) ecd h20-27 peek. This is report 1 of 1 for complaint (B)(4).